Event description:
Patient had angioseal placed during procedure end for an arterial access site. Patient later developed a bleed in ICU at the site where angioseal was placed. Manual pressure applied to site to stop bleeding. Severe, progressive asymptomatic right ica stenosis history of left ica terminus occlusion and left hemisphere stroke on (B)(6) 2025 with residual impaired cognition, right neglect, right hemiparesis, right visual field cut htn osa on CPAP history of smoking 1/3 ppd for 45 years history of alcohol abuse dysphagia gerd with esophagitis chronic gout.